Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracic procedure, the device did not work 3 times. Stapler was able to fire by just one time about 1.cm then for the second press it goes to 3cm and then cracked sound was heard. New device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. A visual inspection of the returned products noted the instruments' firing knobs were retracted, and the articulation levers were in neutral position. Visual inspection of internal components revealed sheared teeth on the firing racks of all three instruments. The instrument was successfully loaded with a reload for functional testing. The instruments loaded, clamped, yet would not fully cycle due to the sheared firing rack teeth damage. Access holes were cut into the instrument bodies for visualization of the firing racks. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.